Event description:
A patient reported experiencing burning mouth and feet, and irritated sore eyes due to missing segments with a fasttake meter. Patient received ft meter through a promotion, it has been for about a year. During the year, patient has reportedly noticed that most of their blood glucose readings on the ft meter fell around the 4.0mmol/l figure. On 10/2001, patient's blood glucose was 4.1mmol/l on the ft meter. Because patient was not feeling well, patient tested on a neighbor's one touch meter and got a blood glucose reading of 14mmol/l. Patient took ft subject meter to pharmacy where pharmacist discovered that the meter display had some missing segments. Patient did not report any serious adverse events. No further information has been reported.